Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: unknown location,'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abdominal bleeding') in a 26-year-old female patient who had essure (batch no. 753645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c, smoker, adenomyosis and hpv positive oropharyngeal squamous cell carcinoma. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included grand multiparity, menses irregular, hypertension, obesity, uterine bleeding, cervical polyp, chronic cervicitis, tracheal squamous cell metaplasia and inflammation. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminofen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psych injury,anxiety and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems depression"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 3 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full) surgery (other) type of surgery: d&c, hysteroscopy with endometrial sampling and novasure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, anxiety, vaginal haemorrhage, depression, migraine, dyspareunia and fatigue outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted essure (or any part of the device) removed no and currently planning for essure removal yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: result of the test: unilateral occlusion (right tube occluded) healthcare provider result: right side occluded right fallopian tube. The left fallopian tube is patent.; on (B)(6) 2010: results: right occlusion only. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet and mr received, new reporter, patient demographic, concomitant condition ,lab data ,essure lot number , concomitant medication and event abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety, migraines / headaches, dyspareunia (painful sexual intercourse) and fatigue were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device:unknown location,'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abdominal bleeding') in a 26-year-old female patient who had essure (batch no. 753645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c, smoker, adenomyosis and hpv positive oropharyngeal squamous cell carcinoma. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included grand multiparity, menses irregular, hypertension, obesity, uterine bleeding, cervical polyp, chronic cervicitis, tracheal squamous cell metaplasia and inflammation. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psych injury,anxiety and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems depression"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 3 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full) surgery (other) type of surgery: d&c, hysteroscopy with endometrial sampling and novasure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, anxiety, vaginal haemorrhage, depression, migraine, dyspareunia and fatigue outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted essure (or any part of the device) removed no and currently planning for essure removal yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: result of the test: unilateral occlusion (right tube occluded) healthcare provider result: right side occluded right fallopian tube. The left fallopian tube is patent.; on (B)(6) 2010: results: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device:unknown location,') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 26-year-old female patient who had essure (batch no. 753645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c, smoker, adenomyosis and hpv positive oropharyngeal squamous cell carcinoma. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included grand multiparity, menses irregular, hypertension, obesity, uterine bleeding, cervical polyp, chronic cervicitis, tracheal squamous cell metaplasia and inflammation. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminofen) since (B)(6)2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psych injury,anxiety and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems depression"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On 30-nov-2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 3 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abdominal bleeding"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), device expulsion ("expulsion of essure device") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (full) surgery (other) type of surgery: d&c, hysteroscopy with endometrial sampling and novasure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, anxiety, depression, migraine, dyspareunia, fatigue and device expulsion outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted essure (or any part of the device) removed no and currently planning for essure removal yes discrepancy noted for essure removal date- (B)(6) 2017. The patient had post removal complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: result of the test: unilateral occlusion (right tube occluded) healthcare provider result: right side occluded right fallopian tube. The left fallopian tube is patent.; on (B)(6) 2010: results: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event added- post removal complications.reporter causality comment was added. New reporter was added. On (B)(6) 2020: plaintiff fact sheet received. Event device expulsion was added. Event outcome update for vaginal bleeding. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device:unknown location,') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 26-year-old female patient who had essure (batch no. 753645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c, smoker, adenomyosis and hpv positive oropharyngeal squamous cell carcinoma. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included grand multiparity, menses irregular, hypertension, obesity, uterine bleeding, cervical polyp, chronic cervicitis, tracheal squamous cell metaplasia and inflammation. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psych injury, anxiety and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems depression"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 3 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abdominal bleeding"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), device expulsion ("expulsion of essure device") and post procedural complication ("post removal complications") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) surgery (other) type of surgery: d&c, hysteroscopy with endometrial sampling and novasure ablation). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, dysmenorrhoea, anxiety, depression, migraine, dyspareunia, fatigue and device expulsion outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted essure (or any part of the device) removed no and currently planning for essure removal yes discrepancy noted for essure removal date- (B)(6)2017. The patient had post removal complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on an unknown date: result of the test: unilateral occlusion (right tube occluded) healthcare provider result: right side occluded right fallopian tube. The left fallopian tube is patent.; on (B)(6) 2010: results: right occlusion only. Lot number:753645 manufacturing date:2010-06 expiration date:2013-06 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of ptc. On 9-jan-2020: pfs received. New event weight gain was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abdominal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / chronic"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded; on (B)(6) 2010: results: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Lab data added. Events: migration, abdominal, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abdominal bleeding, psych injury were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.